Manufacturer narrative:
Correction: section d4: primary unique device identification (UDI) number.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the right ventricular lead exhibited noise. No other information was available. The patient's status was unknown.